Event description:
Account stated they were having problems with creatinine results and had to correct six pt samples. The results were (initial/repeat mg/dl): 8.6/0.8, 3.0/1.1, 3.5/0.6, 2.5/0.8, 2.7/0.6, 1.5/0.9. No pts were adversely affected by the incorrect results. The field svc rep found the cells were damaged and repaired the instrument by replacing the cells.